Event description:
The complaint involved a trifurcated transpac¿ IV, 72", 3ml squeeze flush, red, blue and yellow stripe tubing, unbonded. It was reported that the pa waveform was completely unreliable and appeared to be blocked due to consistent high pressure recorded. They had to manually flush the pap with a ns syringe instead of using the flushing mechanism of the transducer kit. After checking the lines, clamps, and having ensured that everything is in order, the issue was persisting, so they decided to change the transducer. However, considering the circumstances, the decision was made to only change the transducer portion of the pap instead of the whole triple transducer kit, and that resolved the issue. They did not require immediate replacement to be able to continue operations. The product was used on a patient at the time of the incident. There was a delay in the critical therapy when the problem was noted. There was no serious deterioration in the state of health of a patient, user, or other person. There was patient involvement, no human harm and there was delay in therapy reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
D9 - date returned to mfg: 6/27/2025. The reported complaint of high pressure readings was not confirmed. An image was provided by the customer showing the involved product. No visual anomalies were observed. When the transpac's were electrically tested, a wave form was able to be zeroed with the waveform visible on the monitor on both the returned sets. When the returned sets were primed and pressure leak tested, no leaks were observed. The sets were able to be primed as expected. Both sets had performed per the specifications. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.